Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise and baseline shifts resulting in an inappropriate shock. The patient was noted to have been lying down at the time of the delivered shock. The device was reprogrammed to the secondary vector to mitigate further oversensing as the suspected cause is associated with the sense b node. Rhythmcare recommended performing provocative maneuvers to try to recreate noise. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the incident description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise and baseline shifts resulting in an inappropriate shock. The patient was noted to have been lying down at the time of the delivered shock. The device was reprogrammed to the secondary vector to mitigate further oversensing as the suspected cause is associated with the sense b node. Rhythmcare recommended performing provocative maneuvers to try to recreate noise. This system remains in service. No adverse patient effects were reported.